Event description:
It was reported that a patient who just had their generator implanted in august has now reached a battery status of 11-25%. Internal data from the patient's generator for 2021 (B)(6) to (B)(6) 2021 was received and reviewed. From the parameter list the battery voltage on (B)(6) 2021 is 2.761 v in green meaning that there is 25% remaining, but the percent of battery capacity used was 9.194% meaning that there should be about 90.806% remaining. On (B)(6) 2021, the pbcr using history was 90.806 and the pbcr using vbat was 12.675. Per the equation, vbat = 3.518778 + (90.806)*0.44567 = 43.988 versus 12.675 measured ¿pbcr using vbat¿ on the decoder. Since the measured vbat on the decoder is lower than what the formula gives, the device is below the 95% prediction interval and this is evidence that the battery is depleting faster than expected.

Event description:
Additional information was received indicating that the charge consumption and vbat_min value appear consistent with premature battery depletion indicator due to beginning-of-life battery impedance. Internal investigation identified that in some cases, pulse generators reach the 25% battery indicator earlier than expected, and later rebound to 75-100% without any significant programming changes. This behavior was determined to be due to an increased duration of high battery impedance during generator battery beginning-of-life. Based on the generator analysis and the information received to date, it can be concluded that the premature battery depletion was due to increased battery impedance, and there is no evidence of a device malfunction. No additional relevant information has been received to date.